Event description:
It was reported that the patient was brought to the hospital via helicopter after receiving at least eight inappropriate shocks. The lead had a sudden increase in impedance and the impedance was high. There was also oversensing, noise and a possible fracture. During the explant procedure, the physician could not screw in the helix of the lead, so the lead was cut and partially removed. A new lead was implanted. The patient is now very anxious about what happened. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. We did receive performance data collected from the device and have analyzed the data. There were thirteen ventricular non-sustained episodes less than or equal to 190 milliseconds on (B)(6) 2013. There were two 2 ventricular fibrillation episodes less than or equal to 200 milliseconds per average ventricular cycle on (B)(6) 2013. There was one patient alert for lead failure predictor on (B)(6) 2013. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2013. The daily pacing lead trend data shows an increase for ventricular pace bipolar impedance equal to 399 to 4047 ohms peak between (B)(6) 2013 and (B)(6) 2013. The ventricular short interval count equaled 10668 counts, in 1.95 days between (B)(6) 2013 and (B)(6) 2013.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.